Event description:
International affiliate reports the primary surgery was conducted on (B)(6) 2013 and 4 screws were implanted inter vertebrally at this surgery. Postoperatively, it was found through the radiograph that one screw in the patient¿s body had been broken. The patient presently feels numbness in his/her hands. The re-fixation surgery will be done on (B)(6) 2014. At this moment, no sample is scheduled to be returned for evaluation.

Manufacturer narrative:
The mountaineer m/l screw 3.5 dia x 20 was not returned for evaluation. A review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the mountaineer screw was conducted on the product family based on similar geometric design and functionality of the tulip heads. This analysis found no emerging trends. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this implant and we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mountaineer m/l screw 3.5 dia x 20 was returned for evaluation. Visual inspection revealed that the polyaxial screw broke at the screw shank approximately 5mm from the polyaxial ball. The second half of the screw shank was not provided. Scanning electron microscopy (sem) found evidence of fatigue striations. No material defects or other abnormalities were observed in this analysis. A 12-month review of the complaint trend analysis for the mountaineer m/l favored angle polyaxial screw 3.5x20mm was conducted on the specific product code from this complaint file as the stress profile during loading is independent from the product family. This analysis found no systemic trends that require further action. The root cause of the polyaxial screw becoming broken post-operatively cannot positively be determined. However, per the sem fracture analysis, results show signs of fatigue striations. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this polyaxial screw that could have contributed to the problem reported by the customer. Additionally, the fracture analysis report shows no material defects or other abnormalities. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.